Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reseat connectors in the mainframe. The connectors were reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system displayed a saturation fault during a case. System was rebooted and displayed a saturation fault when fluoro was engaged. Case was continued without system. There was no report of patient injury.